Manufacturer narrative:
(B)(6). (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2016, patient underwent transforaminal lumbar interbody fusion surgery for l2-sacroiliac joint disorder (scoliosis). Post-op, the patient complained of pain when the patient visited the hospital for follow-up. It was found that l2 pedicle was broken and pedicle screw was back-out by x-ray image. And also the cage which inserted between l2 and l3 at transforaminal lumbar interbody fusion surgery was back-out too so revision surgery was performed to remove l2 pedicle screw and extend fixation levels to l1-s on (B)(6) 2016. Only l2 screws(manufactured by different manufacturer) were removed per the report during revision surgery.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of our devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.